Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the cause of the reported difficult to open or close (gripper actuation ¿ both) was due to the gripper deformation. The investigation identified the reported product quality problem (irregular appearance) associated with the grippers twisting beyond parallel, and the reported material deformation associated with the twisted lock line, to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Event description:
Subsequent to the initially filed report, additional information was received stating the lock line (ll) and gripper arms were twisted around the l-lock shaft. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a gripper actuation issue. It was reported that during preparation of the clip delivery system (cds), the grippers did not move as intended as one gripper passed the clip shaft on the left side and the other gripper passed the clip shaft on the right side. Troubleshooting was performed, but the issue was unable to be resolved. Therefore, the clip was not used and was replaced. There was no clinically significant delay in the procedure. No additional information was provided.